Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon had difficulty removing two screws by the reported screwdriver shaft. The screwdriver shaft did not hold the screws well. Therefore, the surgeon had to cut the patient¿s bone around the screws to remove them. Eventually, the screws were removed. There was no delay in the surgery. This report is for an unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4): patient information is not available for reporting.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Implant date: unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.